Manufacturer narrative:
As reported, the FDA received information that the bard/davol 3dmax mesh "is not working properly". The information provided is limited to the initially reported information, as contact information was not provided, and we are unable to request additional information. Specific details have not been provided, however based on the age of the device it would appear that a postoperative condition is being alleged. Based on the information available at this time, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported per the FDA contact: on (B)(6) 2021, it was reported that the bard/davol 3dmax mesh is not working properly.